Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 30-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the device was not responding due to black screen. The technical support specialist (tss) guided the user to reconnect the main power cable, after which the device booted successfully, and med application became operational. The customer was able to remove medication, confirming normal functionality. The system functioned as intended after the technical support specialist (tss) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es lcmc01pyxs-ed was not responding and displayed a black screen prompting for a password. However, there were no delays, adverse events or injuries reported based on this event.